Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of l3-4 , l4-5 and l5,s1 internal disc derangement with discogenic low back pain. The patient underwent following procedures: right sided l3-4 , l4-5 and l5,s1 facetectomy. L3-4 , l4-5 and l5,s1 radical discectomies. L3-4 , l4-5 and l5,s1 transforaminal lumbar interbody fusion using peek interbody spacers, locally harvested autograft , and bmp-2 allograft. Bilateral l3-4 , l4-5 and l5 and s1 pedicle screw fixation. Bilateral l3-4 , l4-5 and l5 and s1 posterolateral arthrodesis using morselised locally harvested autograft , allograft and bmp-2 allograft. Per op-notes, ¿. .. The right sided l3 pedicle was tapped using a 5.5 mm tap and a 6.5 x 50 mm polyaxial pedicle screw was placed into this pedicle .. At l3-4, .. Bmp2 allograft was then mixed par protocol . A combination of bmp2 and morselized autograft was then packed into the far anterolateral aspect of the empty disc space. 12x 32 mm peek interbody spacer was then packed using bmp2 and morselized autograft.. At l4-5 level a 14 x 32 mm interbody spacer was used . At the l5, s1 level 12 x 32 mm interbody spacer was used.. Two prebent titanium rods were set through the heads of the pedicle screws on left and right .. A crosslink was then selected and set into place at this site.. .¿ the patient was extubated and then transferred to the post anesthesia care unit in stable condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.